Event description:
String came off tampon [device breakage]. Case narrative: consumer reported via phone that the string came off her tampon. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
String came off tampon [device breakage] probable manufacturing cause [manufacturing issue] case narrative: consumer reported via phone that the string came off her tampon. No injury reported.